Event description:
It was reported that during the implant procedure, the pacing lead impedance was high. Several positions were attempted, but all had high values. A new lead was used and the implant was completed successfully.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode.